Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis from (B)(6) 2021. Customer stated that the blood glucose was 600 mg/dl at the time of incident and the customer¿s current blood glucose was 149 mg/dl. Customer stated that the high blood glucose was treated with the insulin pen. Customer did not experienced any symptoms due to high blood glucose. Customer had been using insulin pump within 48 hours of high blood glucose event. Customer treated with intravenous insulin drip. Customer stated that auto mode feature was not active. Customer stated that troubleshooting was done for high blood glucose. Customer stated the insulin pump had blank display but display returned after insulin pump restarted. Customer reported that the insulin pump will not be returned for analysis.